Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of experiencing a sinking feeling. Upon interrogation, the pulse generator exhibited intermittent under sensing in the ventricular channel. A chest x-ray was performed and no anomalies were noted. The physician decreased the ventricular sensitivity which resolved the sensing anomaly and no further patient symptoms were reported.